Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction b5: in the initial b5 report the event should have stated the patient underwent an unknown surgery not shoulder surgery.

Event description:
It was reported the patient underwent shoulder surgery and the ipg was not placed in surgery mode. The ipg was unable to communicate. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.